Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The patient had increased pain and an alarm was present on the pump. Multiple confirmed motor stalls with recoveries were noted in the patient's pump event logs during a five day span. The patient's pump was replaced. The medications being delivered via the device system were bupivicaine, fentanyl and baclofen.